Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would power on and function normally when the device was disconnected from the customer's modem. When the modem was reconnected to the device, the device would power off. The cause of the reported issue was determined to be the modem. Physio advised the customer to discontinue use of that modem until it can either be repaired or replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. The unit was connected to a modem. There was no patient use associated with the reported event.